Event description:
It is reported that the surgeon could not fully seat the lps flex articular surface. A new lps flex was opened and seated on the first try.

Manufacturer narrative:
Evaluation summary: photographs, surgical notes and x-rays were not provided; therefore it is unk whether the components were implanted with the correct fit and orientation and what condition they are in. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of further info. Visual inspection of the articular surface reveals gouges on the backside of the device. Dimensional analysis was done and shows that the device is conforming. The device history records were reviewed and were found conforming; indicating the devices was mfg, inspected and packaged to specifications.